Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) reporting that a patient had their device upgraded to MRI safe system and since then patient has not been satisfied and has not been getting the proper stimulation or good coverage. It is noted that the rep had done normal reprogramming for patient in the past (prior to replacement) and as far as they knew the system had been working fine and was only being replaced to upgrade to a MRI safe system. The rep mentioned that they spoke with a colleague who attended the replacement case and they noted that it was difficult to place the lead due to a lot of scar tissue in the area. The rep then stated that right after replacement, the patient was programmed and the programming was good except that patient said they felt it too much in their kidneys. The patient was reprogrammed again on (B)(6) 2016 and thought things had gotten better but the patient notified them that they only used the system for a week after that program because they had increase amplitude to 10.5v on all programs, making it only possible to use the system for 5 hours before having to recharge, so the system was turned off. Even when amplitude was at 10.5v the stimulation still wasn't strong enough for the patient. Electrode impedances were checked and they were fine, no group impedance was taken. The rep stated that the reprogrammed the patient once again and had a hard time getting straight answers from the patient in terms of where and how they were feeling the stimulation (patient would say it's not in their back but then say its too strong in their kidneys or that it was too high in their back but then rep would move the stimulation lower and the patient wouldn't provide good feedback on if that was appropriate). The rep states that the patient is very frustrated and was irritated when they would try to question them in an attempt to provide them with better programming. The rep also mentioned that the 8840 kept blocking them out from increasing pw and tech services reviewed this is most likely due to the patient having access to increase amplitude to 10.5v and therefore it has to limit the other settings. Tech services reviewed that the lead position may be an issue. The rep further notes that the patient was supposed to go have x-ray done after their appointment. The rep mentioned that surgeon communicated to the patient that the leads are in the correct spot and is fine. Tech services reviewed the results to compare the current x-rays with those prior to replacement to see if lead is in a different spot and therefore, not providing same coverage as before. Tech services reviewed how the lead position and scar tissue can affect a patient's stimulation. Tech services suggested to have the patient turn their stimulation off for a period of time and then turn it back on to see if there really is a difference in pain relief even if it may not be up to patient's expectations and to see if the last reprogramming helps at all. Indication for use is chronic low back pain and spinal pain. Follow up information received from the manufacturer¿s representative reported that, per the physician, that the patient did not come in for their appointment because they were getting ¿great¿ relief from the last reprogramming session. The patient seemed to be doing well. Additional information was received from the rep. It was reported that the lead was in the proper location and there were no signs of migration. Patient reported that her ins has never given her good enough stimulation, noting that she has always had to turn stimulation up very high but sometimes she still doesn't feel it. The ins is not stimulating everywhere. Patient went to the va on june 18th and met a manufacturer representative there and said the rep recommended that she have a replacement battery for better stimulation. Patient then said her neurosurgeon wants device interrogation records so they know there is a need to have the battery changed. Additional information was received from the patient. It was reported that a rep discovered that the patient needed both sides turned on to feel stim. Recently, a rep recommended the battery be upgraded for better coverage. The battery was changed on 2020-oct-07 and the patient now has better coverage.